Event description:
An impella cp delivered via the femoral access to support the 71-year-old male who was admitted in with known acute myocardial infarction and cardiogenic shock, with known coronary artery disease and presenting in scai stage d shock. The patient had known valve disease/stenosis and the vale area was only 0.39cm. The pump failed to deliver, and in the attempt, there was catheter kinking, and so the support was aborted. The physician was aware the valve area was highly stenotic. The instructions for use does note the contraindication of aortic stenosis to pump use, specifically speaking to valve area of 0.6cm or less. The patient has survived the pump delivery failure, with no consequence to the patient.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the hemodynamic instability was not determined due to insufficient clinical details and no product return. The cause of the catheter kink was determined to be patient related due to the patient having valve stenosis and small valve area. The cause of use against labelling was likely use related since it was contraindication of device use per IFU due to valve stenosis and valve area being insufficient. The cause of the failure to advance was determined to be patient related since patient have valve stenosis and valve area was small. The investigation of the reported failure mode has been completed. No product was received for evaluation.